Event description:
Boston scientific received information from this patient who reported that one of her leads had dislodged and was repositioned in 2011. No adverse patient effects were reported.

Manufacturer narrative:
According to our records, both leads remains actively implanted and no product issues have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This lead was subsequently explanted for an unspecified reason. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned terminal segment was performed. Resistance and pressure testing were performed which confirmed the electrical continuity and insulation integrity of the returned segment.